Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed pump supplies and resumed insulin. A systems check with tandem technical support verified the pump was functioning as intended, however, a replacement pump was sent to the customer. Tandem technical support proceeded with replacing the pump as clinical troubleshooting has been exhausted.